Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer "wiggling" the cable into the charging port. Additionally, the wake button was reportedly delayed in responding to the customer's touch and required multiple presses in order to activate the pump display. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.